Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital from a nursing home with complaint of not feeling well. The patient was thought to have septic shock with abdominal pain and possible ischemic bowel. The patient was given fluids and thought to be in poor condition. It was reported that the patient expired in less than 24 hours from hospital admission. There is no known allegation from a health professional that the death was related to the device. The information received did not give a cause of death. No further information is available.